Event description:
It was reported that the support arm mounted on the side of the ventilator carrier broke. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigations have been performed and the cause of the problem has been found to be too wide tolerances on some parts of the rail clamp, leading to that the balls that should lock the clamp to the rail either gets stuck and does not secure the clamp or come loose. To correct this issue the tolerances of the parts in the rail clamp have been tighten. Provided picture confirms the reported issue of a broken rail clamp. The improvements for the rail clamp was released/implemented in (B)(6) 2019. (B)(4).